Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. -the device switched in standby mode on 05 feb 2024. The switch was triggered by a communication error. -the device was properly re-initialized on 05 feb 2024. -based on available data, no issue is suspected on the subject pacemaker please refer to the attached report addition of UDI number modification of code.

Event description:
Reportedly, the device need to be re-initialized at the begginiing of the follow-up visit.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. -the device switched in standby mode on 05 feb 2024. The switch was triggered by a communication error. -the device was properly re-initialized on (B)(6) 2024. -based on available data, no issue is suspected on the subject pacemaker please refer to the attached report

Event description:
Reportedly, the device need to be re-initialized at the beggining of the follow-up visit.